Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse cleaned and aligned the waste chute, the plenum and server 1 were inspected and cleaned. Shuttle 1 was removed, cleaned and aligned, and the stepper can board was replaced. The error occurred when the flex was moved from the storage ring to the trash chute. The reagent loader halted the analytical module due to a flex trash failure error. The instrument was reset successfully. The flexes could not be trashed directly from server 1, which was the potential cause of the malfunction. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer stated the reagent cartridge trash failed for the reagent shuttle on a dimension vista 1500 instrument. Patient testing was delayed for approximately four hours. There are no reports of patient intervention or adverse health consequences due to the reagent cartridge trash failure.